Event description:
It was reported from the customer that there occurred an unexpected fluid loss by ultrafiltration error (0.5-1l) at max of 30 machines. It was confirmed that unexpected fluid loss by ultrafiltration error occurs only at machines with dialysate flow rate of 800ml/min. The patient went home without any medical intervention. Ultrafiltration error does not occur with 500 or 600ml/min. Dialysate flow rate.